Event description:
The company was informed that the pt experienced sudden loss of lock. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the pt's device has been performed.